Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing (twos), low r-wave amplitudes and high pacing threshold measurements, which have been high for several years. The health care professional (hcp) involved indicated that lead perforation happened during implant, but the patient has been non-compliant and unwilling to undergo an additional procedure. Technical services (ts) reviewed data from this device and confirmed that twos has been present for over four years, and noise was also observed on the rv and shock electrograms (egm). Ts discussed that the perforation may compromise the lead position, and that this could be the cause of the twos and additional reported observations. Troubleshooting steps were provided to the hcp in order to rule out lead impairment. Review of x-ray imaging was recommended to confirm the current lead position and device reprogramming options were discussed. At this time, the lead remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited t-wave oversensing (twos), low r-wave amplitudes and high pacing threshold measurements, which have been high for several years. The health care professional (hcp) involved indicated that lead perforation happened during implant, but the patient has been non-compliant and unwilling to undergo an additional procedure. Technical services (ts) reviewed data from this device and confirmed that twos has been present for over four years, and noise was also observed on the rv and shock electrograms (egm). Ts discussed that the perforation may compromise the lead position, and that this could be the cause of the twos and additional reported observations. Troubleshooting steps were provided to the hcp in order to rule out lead impairment. Review of x-ray imaging was recommended to confirm the current lead position and device reprogramming options were discussed. At this time, the lead remains in service and no additional adverse patient effects have been reported. Additional information was received indicating that this lead was deactivated and abandoned in the patient, along with the implantable device connected to it, as a new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. The physician decided not to explant the previous system due to the risk of infection. No additional adverse patient effects were reported.